Manufacturer narrative:
The customer did not return the suspected device for evaluation. Additionally, since the product details were not provided, an in-house testing could not be performed with the in-house samples, and the device history record could not be reviewed.

Manufacturer narrative:
The patient/family was the initial reporter (e1), so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the product details. Therefore, no information was captured in (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
An advocate called on behalf of the customer to report that the customer obtained high readings with the contour next one meter. The specific reading associated with the event was not provided. The customer received insulin from an insulin pump based on the meter reading and experienced symptoms of hypoglycemia, which were described as headache, dizziness and fainting. The customer was taken to the hospital where a laboratory test was performed and the difference between readings obtained with the laboratory testing and meter testing was 100 mg/dl. No specific readings were provided. The customer was given an intravenous infusion. No further event details were provided. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.